Event description:
It was reported that during a da vinci-assisted ileostomy takedown procedure, unexpected bleeding from the inferior mesenteric artery (ima) was observed following the use of a sureform 45 stapler instrument with a white stapler reload. In an attempt to address the bleeding, both a suction irrigator and a medium-large clip applier instrument were used; however, neither instrument functioned as expected initially. The suction irrigator instrument did not function properly when installed on a universal surgical manipulator (usm) though it operated when used manually. To resolve the suctioning issue and address the bleeding, a backup suction irrigator was installed and functioned as intended. When a medium-large clip applier instrument was installed to control the bleeding, a recognition error occurred on usm #2, and the instrument could not be advanced into the patient¿s abdomen. The usm indicator light turned yellow. The clip applier instrument was then removed from usm #2 and installed on another usm, where it was recognized; however, in this attempt, the jaws did not properly align. A backup clip applier instrument was then used successfully to place clips and achieve hemostasis. All other instruments functioned properly on usm #2 without issues. Review of the system error log revealed no errors associated with the reported incident. The same sureform 45 stapler with a white reload was used later in the procedure without any complications. The procedure was successfully completed robotically without further complications. The patient experienced no post-operative issues and there are no concerns regarding long-term complications. Intuitive surgical inc (isi) field service engineer (fse) would be dispatched to the site for further investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site's robotics coordinator and confirmed that it was an instrumentation issue and that there was no issue with the robotic system. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-49498 for MDR submission of the adverse event/malfunction related to the suction irrigator instrument did not function properly to address the bleeding. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-49495 for MDR submission of the adverse event/malfunction related to the incomplete stapler line following the use of a sureform 45 stapler instrument and white stapler reload.